Event description:
Customer rented new kneal roller aid, customer put her knee on pad and it started to turn. Knee pad glue came loose and pad fell off, device tipped over and landed on the customer's injured foot. Customer went to dr office and had x-ray done. Called manufacturer/per president of our company wants all products picked up.